Event description:
(B)(4). I have had severe monthly periods. Extremely heavy with passing of many clots. Debilitating cramps and sharp pains. This has started since implantation of essure device. I was never on a regular cycle but now it's every month, some months I have two periods. I have also gained weight. My hair is falling out. My stomach is always tender to the touch. I have back pain. I have horrible leg pain in both legs. I always feel sharp pains on both sides of my lower abdomen. My stomach bloats to the point of looking pregnant on a daily basis. I have always been a very active busy women. I have spent more time with heating pad and lying down since this procedure. My sexual desires have lessened to the point of making myself be interested. My husband and I have always had healthy sex life. I bleed after sex as well. Intercourse is painful too. I am (B)(6) years old with three children. I chose this method of birth control because it seemed like simple easy way. Hormones make me nauseated, so birth control pills were not an option. I feel that this has ruined my life. I am scheduled for a hysterectomy on (B)(6). Due to thick endometrium lining after 8 day extremely bad period. I do not want to have reoccurring d and cs to constantly check for cancer. My ob/gym suggested this to get my quality of life back. I wonder how being thrown into menopause is the answer but at least pain will be gone.